Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that customer is having trouble programming his insulin pump. The device is saying empty reservoir. Customer was assisted with clearing the message and rewinding the device. Customer's blood glucose was 401 mg/dl. He treated with a bolus. Customer's wife believes the high was due to customer getting used to the insulin pump. Customer's last blood glucose was 325 mg/dl. Nothing further reported.